Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated a system interconnection cable was replaced and discarded. The device will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the customer removed and returned the suspect lcd color display cable for evaluation. The malfunction was not replicated or confirmed. The lcd color display cable was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.